Event description:
The account alleged that the brake will not hold. The brake pedal will lock, but all of the casters still turn.

Manufacturer narrative:
The account inspected the brake linkage which looked good, but found the plastic threads on the caster stems were stripped and not allowing the caster to lock the wheel. The account replaced the brake casters to repair the bed.